Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 425cc mentor memorygel breast implant experienced a left sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On october 31, 2022, mentor became aware that patient has a planned explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.5 cm. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient who underwent breast augmentation revision surgery with a 425cc mentor memorygel breast implant experienced a left sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On february 15, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. On february 27, 2023, mentor received additional information. The patient underwent bilateral removal and replacement with natrelle implants. The patient was also diagnosed with bilateral capsular contracture and double bubble deformity of her breasts. However, no baker grade ratings were provided. Per this information, a second file was generated to document the contralateral event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-02539 for the contralateral event. On march 03, 2023, mentor became aware that the patient was implanted on (B)(6) 2013. The appropriate field has been populated. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's explantation was cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).